Event description:
A ventilator was returned to the MFR for routine maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device's air flow pressure was observed to be unstable. The device's sensor board was replaced to address the issue.